Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va23mgf, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that of shocking symptoms. They ran an impedance test and everything was normal. Changed programs from 4 to 3 and lowered the amplitude to 0.4. Additional information was received from a manufacturer representative (rep). The rep reported that the issue had resolved.